Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedance values were 128 ohms. Further review showed that the values have been out of range two other times in (B)(6) 2016. The highest value was noted to be 141 ohms. At this time, the products remain in service and the patient will be monitored. The patient has been seen and the values were 105 ohms. No adverse patient effects were reported.